Event description:
It was reported, the pt experienced a fall, repeatedly picked up her child and subsequently lost stimulation. X-rays indicated the lead had migrated. The pt underwent surgical intervention. During the procedure, the lead was allegedly observed to be damaged. The physician explanted and replaced the lead with a different model lead. The explanted product has been retained by the facility. No further pt complications were reported.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.